Event description:
An ipp device was implanted on 8/23/88. Info received on 5/16/97 indicates a revision surgery was performed on 11/7/88, reason not provided. It is uncertain which, if any, components were revised. Unable to obtain add'l info.